Event description:
On (B) (6) 2010, the patient had a planned trach change. A home-reprocessed trach tube was used. On (B) (6) 2010, the patient had onset of fever and vomiting. On (B) (6) 2010, the patient was hospitalized for what was diagnosed as necrotizing pneumonia. The patient was subsequently discharged on antibiotics.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.